Manufacturer narrative:
Tandem user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the calculated amount of the food bolus was incorrect. Tandem technical support reviewed pump data and found that the customer had incorrectly entered 1u: 9g instead of 1u: 1.9g for the carb ratio. Customer corrected the setting to resolve the issue. Customer's blood glucose was 90 mg/dl. Customer understood and acknowledged that the pump was performing as intended.